Manufacturer narrative:
The fse evaluated the unit and had pressed the power switch, the alarm stopped and the device had been started up normally which is not being recommended for the clinical use. Then the fse had further connected the ac power and store it in the equipment stand by area. The matter was brought in house in order to confirm the phenomenon and investigate the cause. Then the fse had replaced the pcb,power management,rohs and also performed the periodic calibration. Actually the safety disk was replaced because the recommended replacement cycle was exceeded. Than the inspection was being carried out based on the inspection record sheet which showed the good results. The failure analysis and testing department received a power managemant board with a reported of the ¿backup alarm sounding while powered off¿.performed visual inspection of the power managemant board per the cardiosave service manual and found no visual damage and the part looks to be in good condition.installed the power managemant board into iabp cardiosave test fixture for testing of the reported problem. Performed and tested the system (one hour) in accordance with procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r in an attempt to recreate the reported problem.found that all functions were normal. The tests did not trigger the reported problem of the ¿backup alarm sounding while powered off¿.the failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as per 0002-07-d008 revision ap.the root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure.the fat dept received power managemant board from the supplier. The supplier evaluation states the following:1.perform incoming visual inspection result : found connector pin bent at location j7.unable to proceed with serial number scanning.the fat dept will retain this part as per procedure 0002-07-d008.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) with the power off, the backup alarm suddenly sounded. When the power switch pressed, the alarm stopped and it started normally. The iabp was not in clinical use. It was just stored with the ac power connected in the equipment standby area. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.